Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused filter perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of perforation of filter struts into organs, approximately fourteen years and eleven months post implant. The patient also reported getting another blood clot in the lungs seven months post implant because of tilting of the filter, in addition to blood clots in the stomach and both legs approximately one-year and five moths post implant. The patient also reports acid reflux, pain and anxiety related to the filter. Approximately fourteen years and six months post implant, an abdominal computerized tomography (CT) scan was performed to evaluate the filter. Results of the scan noted the ivc filter below the level of the renal veins in appropriate position. The long axis of the filter is parallel to the inferior vena cava. Some of the prongs of the filter extend to the fat adjacent to the inferior vena cava. No other remarkable findings other than venous varicosities were seen in the anterior abdominal wall. The indication for the filter implant, procedural details and medical history have not been provided. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency and/or varicosities. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Pain, acid reflux and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Approximately fourteen years and six months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported the inferior vena caval filter (ivc) below the level of the renal veins in appropriate position. The long axis of the filter is parallel to the inferior vena cava. Some of the prongs of the filter extend to the fat adjacent to the inferior vena cava. No other remarkable findings other than venous varicosities were seen in the anterior abdominal wall. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs, becoming aware of this event approximately fourteen years and eleven months after the filter implantation. The patient further asserts to getting another blood clot in the lungs seven months after the filter was implanted because of tilting of the filter in addition to blood clots in the stomach and both my legs approximately one-year and five moths post implant. The patient also reports suffering from acid reflux, pain and anxiety related to the filter and having to be on lifetime anticoagulation therapy.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter perforates the inferior vena cava (ivc) wall. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.